Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported chordal rupture is likely a cascading effect of the slda. The cause of the reported recurrent mitral valve insufficiency/ regurgitation (mr) could not be determined. Per the medical review, the cause of the reported death appears primarily due to underlying heart failure, with possible worsening due to the procedure. Mr, heart failure, tissue injury, and death, are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances as an additional clip (same procedure) was attempted to be implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, an enlarged atrium, dilated annulus, and a 6cm2 mitral valve area on a patient with a medical history of heart failure (hf), renal disease, coronary artery disease (cad). Two mitraclip xtw clips were inserted and deployed on the mitral valve without issues. A third clip, a mitraclip xt (50304a1041), was then inserted and deployed on the mitral valve. However, post deployment, imaging revealed chordal rupture and that the clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the clip, a fourth clip, a mitraclip ntw (50313a2091), was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. Therefore, the clip was removed from the patient. The procedure was discontinued, and the mr was reduced to a grade of 3+. On (B)(6) 2025, the patient died due to heart failure (hf) and severe mr. It was noted that the clips were stable on the leaflets. Subsequent to the previously filed report, additional information was received that the patient died on (B)(6) 2025.

Event description:
It was reported that on (B)(6) 2025 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, an enlarged atrium, dilated annulus, and a 6mm2 mitral valve area on a patient with a medical history of heart failure (hf), renal disease, coronary artery disease (cad). Two mitraclip xtw clips were inserted and deployed on the mitral valve without issues. A third clip, a mitraclip xt (50304a1041), was then inserted and deployed on the mitral valve. However, post deployment, imaging revealed chordal rupture and that the clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the clip, a fourth clip, a mitraclip ntw (50313a2091), was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. Therefore, the clip was removed from the patient. The procedure was discontinued, and the mr was reduced to a grade of 3+. On (B)(6), 2025, the patient died due to heart failure (hf) and severe mr. It was noted that the clips were stable on the leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.